Event description:
It was reported that the balloon failed to deflate using the normal method. A ranger sl dcb otw 3.50mm x 80mm, 150cm was selected for the tibial angioplasty procedure post atherectomy to treat tibial disease. The balloon was inflated to the 6 atmospheres nominal pressure for 2.5 minutes without issue; however, it failed to deflate initially using the normal dfu (directions for use) instructions. Normal deflation was attempted for more than a minute. Then the balloon was inflated to 1 atmosphere beyond burst pressure and the encore inflation device was pulled back rapidly, and the balloon deflated quickly. The balloon was fully deflated and able to be removed through the sheath as normal. No kink in the system was observed. The procedure was completed with this device, and no patient complications were reported.